Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The 36mm + 0 metal v-40 head had shaved off a little part of the trunnion. The patient had high metal levels and had metallosis on the base of the trunnion where it meets the head. The head was removed & metallosis was cleaned up. The trunnion did not have serious damage so we went back with a ceramic 36 + 5 head.

Manufacturer narrative:
An event regarding elevated metal ions and metallosis involving a metal femoral head was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: "cobalt and chromium levels were drawn and found to be 7.5 and 1.8 respectively. Because her physicians felt her systemic complaints related to metal toxicity a revision surgery was undertaken. At the time of surgery only in small fluid was encountered. No metallic debris was noted. Some burnishing was noted around the trunion. No gross corrosion or fretting was reported. The primary harm involved is pain. No obvious source for this pain was identified. Suspicions of metal toxicity were not supported her preoperative lab work or her intraoperative findings. No evidence of implant or manufacturing defect was identified." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed. Review of records by a consulting clinician indicated suspicions of metal toxicity were not supported by the patients preoperative lab work or her intraoperative findings. No evidence of implant or manufacturing defect was identified. If further information and/or the device becomes available this investigation will be reopened.

Event description:
The 36mm + 0 metal v-40 head had shaved off a little part of the trunnion. The patient had high metal levels and had metallosis on the base of the trunnion where it meets the head. The head was removed & metallosis was cleaned up. The trunnion did not have serious damage so we went back with a ceramic 36 + 5 head.